Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found torn. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant sleeve was displaced 185mm from its manufacturing position. The sealant was exposed to blood, swollen, and about 10mm from balloon¿s proximal end on the advancer tube. The advancer tube was deployed on the catheter with the green shaft marker outside and protruding at an angle. An unknown 5f procedural sheath procedure was on the catheter, with stopcock closed. The syringe was not attached to the device. The condition of the returned device indicates an incomplete removal of the device. No other visual damages observed on the device. Per microscopic analysis, the tamp locks of the device were examined under high magnification for damages that could have affected the reported incident and no anomalies were found. The sealant was exposed to the blood and swollen, the advancer tube was fully deployed with the green marker visible, and the sealant sleeve was retracted to the shuttle. Per functional analysis, the advancer tube was pushed into the shuttle tubing and it was found to be engaged to the distal tamp lock. The device performed as intended as per mynx grip IFU. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2016101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk ¿ remove device, instructs the user to deflate the balloon, withdraw the balloon catheter through the advancer tube , maintain fingertip compression on the skin, remove advancer tube, and continue fingertip compression for up to 1 minute¿. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall, as experienced in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found torn. There was no reported patient injury. The device will be returned for analysis.